Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received an alarm that kept coming back. The customer also reported that the insulin pump would not rewind. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer performed self-test. The customer stated that the insulin pump did not pass self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had unexpected pump error 68, pump error 49 and pump error 23 after battery change. The insulin pump also had pump error alarm 75 during self-test. No unexpected pump error 25 during testing. During visual inspection, the internal battery connector was found not connected properly. Connected the internal battery connector. The pump was monitored and functioned properly. No pump error 68, pump error 49 and pump error 23 noted after battery change. No unexpected pump error alarm 75 noted during self-test. The insulin pump had minor scratched display window and a scratched case.